Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("removal surgery") in a 34 year-old female patient who had essure inserted (lot no. C69254) for female sterilisation. The patient had a medical history of generalized anxiety disorder, missed dose, hepatitis c, pelvic discomfort, left lower quadrant pain, dysmenorrhea, hair loss, dizziness, anxiety, herpes simplex, heavy periods, dysmenorrhea, hepatitis c, vaginal delivery (vaginal delivery-male mother and child discharged after 48 hours,new borm unable to hold temperature for first 24 hours), parity 4, multigravida and pelvic pain. Previously administered products included: ibuprofen and clotrimazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2084 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on the left ostia, there were approximately 1 coil noted. On the right ostia, there were approximately 1 noted. The procedure was complete at this time. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2015: negative. [Smear cervix] on (B)(6) 2017: normal. [Ultrasound pelvis] on (B)(6) 2019: the uterus is anteverted and measures 8.7 x 4.4 x 6.5 cm. The myometrium is homogeneous. No focal masses. Endometrium is within normal limits for thickness and measures 17 mm. Bilateral tubal occlusion devices are not readily apparent on this exam. There is no free fluid in the pelvis. Impression: no significant sonographic abnormality in the pelvis. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number, reporters information, medical history and lab data added, non drug treatment and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal surgery") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2015, the patient had essure inserted. On (B)(6), 2021, 2386 days after essure insertion, she underwent medical device removal (seriousness criteria intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal surgery") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2386 days after essure insertion, she underwent a surgical medical device removal (seriousness criteria medically important and intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.